Event description:
Procedure: implant. According to the reporter: when given patient treatment, it was found no fluid through, after angiography examination, it was found catheter was broken in the body. Current condition of the patient is stable. There was an extension of or time over 30 minutes. Surgical of removing foreign body. Reoperation was necessary to remove the port from the body. Patient is out of hospital, and continue following the chemotherapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).